Manufacturer narrative:
The patient's demographics such as age, date of birth, sex and weight were not supplied. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access toxo igg reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible toxoplasmosis gondii igg (access toxo igg) results for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial access toxo igg result recovered reactive. The customer reanalyzed the patient's sample one (1) additional times on the same unicel dxi 800 access immunoassay system and obtained one (1) equivocal result. The customer then repeated the same sample on a second unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained one (1) non-reactive result. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check were all performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a serum tube and was centrifuged at 2,000g (g-force) for ten (10) minutes at 15 to 25 degrees celsius. No issues with sample integrity were reported by the customer.